Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 1 year and 7 months. The explanted device was returned for analysis. The evaluation is not complete. The event occurred at the university of (B)(6). No additional information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. On (B)(6) 2016, the customer submitted the patient's historical log file data to the manufacturer's technical services department for analysis due to several low flow alarms during power module operation. The patient's healthcare providers were concerned for a possible percutaneous lead fracture. The submitted log file (dated (B)(6) 2016) analyzed by the technical support representative showed low speed operation alarms and pump stops that occurred while the system was connected to the power module. These recorded events appeared consistent with a potential issue with the percutaneous lead. Subsequent data recorded in the log file indicated the patient remained on battery power and there were no other speed drops or pump stops captured. On (B)(6) 2016, a second log file submitted to the manufacturer's technical services department for analysis showed pump stops, low speed operation alarms and low flow alarms which occurred while the system was connected to the power module. On (B)(6) 2016, the patient was readmitted due to frequent low estimated flows and pump off alarms. The patient was asymptomatic during all of the reported events. The patient's healthcare providers suspected an issue with the percutaneous lead internal to the patient and the pump was subsequently exchanged on (B)(6) 2016. The explanted pump will be returned for evaluation. No further information was provided.

Manufacturer narrative:
The pump was returned with the percutaneous lead (lead) cut approximately 8 inches from the pump housing and the severed portion of the lead was returned in two sections measuring approximately 4 inches and 26 inches in length. Electrical continuity and high potential testing was performed on the severed portions of the lead and did not identify any breaches in the insulation of the wires that would have resulted in the reported event. Electrical continuity testing of the pump-end portion of lead (attached to the pump housing) did not reveal any discontinuities or shorts. The braided shielding and bionate layers of the pump-end portion of the lead were removed and examination of the underlying wires revealed a disruption in the insulations of the yellow and green wires at approximately 2.5 inches from the pump housing and in the insulation of the black wire at approximately 3.5 inches from the pump housing. As a results of the disruptions, the underlying wire conductors were exposed. The disruptions appeared to be the result of repetitive movement of the lead in these areas. The disruptions in these wires would have interrupted pump function as a result of the exposed conductors of any of the wires potentially contacting the braided shield and creating an electrical short to ground if the device was supported by the power module. The disruptions in these wires would have affected all three motor phases and had the potential to interrupt pump function as a result of a phase to phase short if the exposed conductors from any of these wires made direct or simultaneous contact with the braided shield while the device was supported by batteries. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
Additional information: additional log files obtained on 03/14/2016 before and after the pump exchange were reviewed by a representative of the manufacturer's technical services team on 03/15/2015. The system controller log file capturing data prior to the pump exchange showed multiple low speed advisory alarms and pump stoppages. The events appeared to occur only while the device as connected to the power module and the type of behavior observed appeared consistent with a potential issue with the percutaneous lead. The system controller log file capturing data post pump exchange indicated that the actual pump speed reached the fixed speed setting of 8800 rpm at the time stamp of approximately 5 minutes.